Event description:
A surgeon reported a (B)(6) male patient with history of recurrent large incisional hernia presented for hernia repair. On (B)(6), 2021, the surgeon performed exploratory laparotomy, lysis of adhesions (2 hours), mesh explantation, bilateral anterior component separation, incisional hernia repair with mesh (integra), scar revision where the intega surgimend mesh was placed underlay in the intraperitoneal fashion. On (B)(6) 2021, the patient was presented with abdominal pain and ill. A computerized tomography (CT) scan of abdomen and pelvis was completed and interpreted as ¿multiple air fluid containing structures within the subcutaneous tissues of the anterior abdominal/pelvic wall, one of which extends to the skin and contains some dense material, which may represent contrast. The patient was taken back to or on (B)(6)2021, with intra-op findings: diffuse infiltration of the subcutaneous tissue with bilious succus and multiple loculations that were broken up and debrided. Intact mesh with an area of bowel perforation in the central portion of the mesh. The mesh was found to be tightly adhered to the mesh and after partial explantation it continued to be densely adhered with multiple small areas of perforation. After the central mesh was excised with its associated small bowel, the rest of the bowel was evaluated, and no further perforation or injury was noted. The patient was taken back for a second look on (B)(6) 2021, the surgeon did wound washout with intra-op findings of pus at bilateral anterior component separation sites. Patient very sick and septic.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A surgeon reported a (B)(6) male patient with history of recurrent large incisional hernia presented for hernia repair. On (B)(6), 2021, the surgeon performed exploratory laparotomy, lysis of adhesions (2 hours), mesh explantation, bilateral anterior component separation, incisional hernia repair with mesh (integra), scar revision where the intega surgimend mesh was placed underlay in the intraperitoneal fashion. On (B)(6) 2021, the patient was presented with abdominal pain and ill. A computerized tomography (CT) scan of abdomen and pelvis was completed and interpreted as ¿multiple air fluid containing structures within the subcutaneous tissues of the anterior abdominal/pelvic wall, one of which extends to the skin and contains some dense material, which may represent contrast. The patient was taken back to or on (B)(6)2021, with intra-op findings: diffuse infiltration of the subcutaneous tissue with bilious succus and multiple loculations that were broken up and debrided. Intact mesh with an area of bowel perforation in the central portion of the mesh. The mesh was found to be tightly adhered to the mesh and after partial explantation it continued to be densely adhered with multiple small areas of perforation. After the central mesh was excised with its associated small bowel, the rest of the bowel was evaluated, and no further perforation or injury was noted. The patient was taken back for a second look on (B)(6) 2021, the surgeon did wound washout with intra-op findings of pus at bilateral anterior component separation sites. Patient very sick and septic.

Manufacturer narrative:
The surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.